Event description:
Erroneously high troponin (accu tni) result, from one patient, result was 8.66 ng/ml (above the ami cut-off). The result was reported out of lab. The sample was rerun for accu tni 2 days later and accu tni result of 0.00 ng/ml was obtained. There was a large fibrin clot in the sample which was removed prior to repeat testing. This patient received a stent 2 weeks earlier and was seen in the emergency room on event date with chest and arm pain. Although the patient received a cardiac catheterization and beckman coulter inc (bci) considers that a serious potential injury; bci has no way of knowning if the procedure done was necessary or not. No additional information regarding this event is provided.